Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within follow-up report once the investigation is completed.

Event description:
Following the information provided the bed was intermittently lowering unintended, when the button was pressed, the bed did not stop moving once the button was released. The arjo engineer attended the bed for evaluation and repaired the bed by replacing the safety side with the built-in controllers. No patient was involved, no injury was sustained.

Event description:
Following the information provided the whole bed platform was intermittently lowering unintended. When the button on the control panel was pressed, the bed did not stop moving once the button was released. No patient was involved, no injury was sustained. The arjo engineer attended the bed for evaluation and repaired the bed by replacing the safety side with the built-in controllers and the bearing plates. The device was confirmed to be working in accordance to specifications after the repair.

Manufacturer narrative:
Based on the available information the root cause of the complained scenario cannot be established. As per the information provided, since the bed would not stop lowering after releasing the control button, it is most likely that the issue was related with the failure of the button on control panel, which is built into the safety side of the bed. It is unknown what could have caused the malfunction of the part. The instructions for use for enterprise 9000x bed (746-591-en rev. 12) includes the following information related to the subject of this investigation: - "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended bed movement in situations where objects may press against the patient's controls." - "function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." Arjo device failed to meet its performance specification since it moved unintended. The device was not used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to unintended movement of the bed.